Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device not returned for evaluation.

Manufacturer narrative:
Date of this report: 04/27/2015. Describe event or problem: additional information received: it was confirmed that there was "no response of signals and self-test failure in stml1", and, there was a "self-test failure in electrode test". Device available for evaluation? Yes received: 06/16/2015. Received by manufacturer: 06/01/2015. Product evaluation: service and repair confirmed that the patient interface cable was not working due to the connector inside the enclosure being loose. Reseated connector and replaced worn wave washers. The item was tested and passed all manufacturing specifications. Method: actual device evaluated; labeling evaluation; visual inspection. Results: mechanical problem. Conclusion: device repaired and returned.

Event description:
Additional information received: it was confirmed that that there was "no response of signals and self-test failure in stml1", and, there was a "self-test failure in electrode test".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ¿no response of interface¿. There was no reported patient impact.